Event description:
While the physician was attempting to treat a cerebral aneurysm, he could not recapture the enterprise stent inside the target lesion. During stent placement, difficulty was experienced to recapture the stent. Prior to the inability to recapture, the enterprise stent was not partially deployed, recaptured & repositioned. The stent was positioned for deployment by aligning the stent-positioning marker of the delivery wire with the target site. The infusion catheter was carefully retracted, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. When attempting to recapture, it was done by advancing the prowler select plus microcatheter (mc) over the stent. When attempting to recapture, it was done by advancing the mc over the stent. When deploying the stent prior to recapturing, it was verified that the mc was not withdrawn past the point where the stent-positioning marker is aligned with the infusion catheter distal marker band. The infusion catheter was being advanced over the stent during recapture. The stent was stable with tension on the delivery wire, and resistance felt while recapturing the stent. The infusion catheter was withdrawn partially to un-sheath the stent and couldn't re-position and recapture. The system fully removed with the mc. There was no damage to the stent or delivery wire after removed from the patient. A neuroform stent with a different mc used to complete the procedure. No information was available regarding aneurysm characteristics, size, shape, neck to dome ratio. Also, the diameter of the parent vessel at the stent placement site was not provided. There was no tortuousity/calcification present within the vessel. No resistance encountered when the enterprise stent was initially being advanced through the mc to the target site.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used on the same pt. MFR. Report# 1058196-2008-11181 & MFR. Report# 1058196-2008-11182.